Event description:
It was reported that there was oversensing observed on electrocardiogram (ECG) on the atrial lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054 implantable pacing lead implanted: (B)(6) 2001, vedr01 implantable pulse generator (ipg) implanted: (B)(6) 2009. (B)(4).